Event description:
As reported, in 2008, this patient underwent endovascular repair using gore excluder aaa endoprostheses. Additional, the left hypogastric artery was coiled. Angiogram revealed that the patient had a proximal type I endoleak. The physician ballooned the leading end of the trunk-ipsilateral leg component with a coda balloon catheter. The final intraoperative angiogram revealed that the patient's aorta had ruptured just above the proximal end of the trunk-ipsilateral leg component. The patient was converted to open surgical repair and the devices were discarded. As reported, the patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted. Please note attached list of additional devices implanted in this patient: pxc121000/05950024, pxc161200/05770472 - manufactured.